Event description:
It was reported that a catheter replacement occurred. Diagnostic testing or troubleshooting had included x-rays. No further information regarding why the replacement occurred was provided. It was unknown to the reporter if the patient experienced any symptoms or complications associated with the event. The patient¿s status at the time of the report was listed as ¿alive- no injury¿. The device system was used to deliver morphine. It was later reported that the patient had reported not feeling well and increased pain. An x-ray was then taken and the catheter was at l2. The health care provider (hcp) replaced the entire catheter and the old catheter had been out of the intrathecal space. It was further reported the patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).